Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed a drain complication message. Approximately two hours later, the patient was taken to the emergency room and admitted with peritonitis. Upon follow up with the patient's nurse it was stated that the patient recovered from the peritonitis and has since transitioned to hemodialysis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical evaluation: a temporal relationship exists between ccpd therapy with the liberty cycler, fmc cassette and the reported event of peritonitis which required hospitalization. However, there is no documentation or indication the liberty cycler or fmc cassette caused or contributed to the event of peritonitis. The etiology for the patient¿s peritonitis event is unknown. It was reported the patient was non-complaint with their medication regimen, however it is unknown to what extent this information relates to the event. Therefore based on the information available, causality cannot be determined. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed a drain complication message. Approximately two hours later, the patient was taken to the emergency room and admitted with peritonitis. Upon follow up with the patient's nurse it was stated that the patient recovered from the peritonitis and has since transitioned to hemodialysis.